Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
Customer reported that the insulin pump has a crack that goes from the bottom left corner of the screen to the reservoir compartment. The crack is on the screen and the casing and has other scratches. Blood glucose value was 112 mg/dl. Customer also reported that she had high blood glucose on (B)(6) 2014 because she was nervous for a presentation and also on 11/30/2014; level was at 298 mg/dl. She changed the entire infusion set and the battery and she was better in the morning. Customer thinks it was because the battery was low. She declined to troubleshoot. Nothing further reported.